Manufacturer narrative:
Concomitant medical products: catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. (B)(4).

Event description:
The device system was replaced. Patient experienced increased spasticity "despite" dose increases. Troubleshooting was attempted, but were "normal," no specifics were reported. An "unknown catheter issue" was noted. At the time of this report patient status was no injury, no adverse event. It was noted that the system was to be returned to the manufacturer. The device system was used to infuse lioresal.